Manufacturer narrative:
H6: the investigation was performed based on expert discussions considering complaint description, customer service reports, and system history. According to the provided information, the image visualization system (ivs) did not boot during an emergency procedure. The system started in ¿backup mode¿, in which only fluoroscopy and acquisition are possible without patient registration and postprocessing. This is a defined system behavior to be able to perform/finish or stop a running procedure in a controlled manner in such an error scenario. However, the procedure was continued and finished using an alternative system. No adverse patient health consequences were reported. The problem was resolved by exchanging the ivs pc as part of service activity. Unfortunately, the replaced parts were not provided for a more in-depth investigation. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after the detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred on the artis zee floor unit. During an emergency interventional procedure, the unit displayed an error and after the system reboot the image visualization system (ivs) would not come up. The patient was moved to an alternate unit to complete the procedure. Siemens has requested additional information in order to conduct an investigation of the reported event.